Manufacturer narrative:
The customers reported event was not confirmed. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause could not be determined conclusively. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Alcon lensx (site # (B)(4)) is no longer operational. Lensx manufactured products are maintained and investigated by the alcon research, ltd. (B)(4). The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that a physician had a bilateral flap case in which both eyes were treated during a lasik procedure without issue. The right eye flap was lifted easily but left eye was very difficult. The physician reported that a good 80% was very difficult to lift and a sinskey was used to slowly dissect the tissue in order to separate. The procedure was able to be completed by using the excimer laser without an issue.